Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 493 mg/dl. The customer stated that her insulin pump was not working and her doctor advised to have the device replaced. She noted that when she was at the diabetic clinic where she was taking a class, her blood glucose reading was as high as 508 mg/dl. She stated that the device was not delivering insulin. She noted that her vision became blurry. She treated with 18.7 units of insulin via the insulin pump. Troubleshooting could not be completed due to lack of a tubing clamp. She then reported that she treated with the insulin pump and her blood glucose levels did lower. The most recent blood glucose reading was 493 mg/dl. Low reservoir and low battery alarms were find in the history. Advised that a tubing clamp would be sent in order to complete troubleshooting. Nothing further reported.